Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit does not work and had continuous alarm. The patient did not suffer any damage as he was was immediately connected to another iabp.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Additional information: e1(state: pv & postal code: (B)(6)). A getinge field service engineer (fse) detected fault and stated that the cardiosave stopped while treating the patient. The patient was not harmed as he is was immediately connected to another counter pulsation. Fse completed the work and cardiosave diagnostic menu checked. Found no. 2 codes (fault 124 and fault 58 - prolonged shuttle prs system failure), generated by the system before the event occurred. He replaced drive manifold as the problem could be attributed to a delay in k7 calibrations performed with diagnostic and functional tests, with positive results. Patient involved but no harm.